Event description:
It was reported that the device would not power on. Customer tried a known good battery in the device to no avail. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return for evaluation/repair.